Event description:
It was reported that the user received insets via goodwill but was unable to use them due to dexterity and hand-strength limitations, which led to difficulty cocking the device and resulted in infusion set breakage and improper deployment or connection. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or need for medical care. Investigation included troubleshooting and user education through customer care, with arrangements made to provide compatible infusion sets and cartridges due to supply constraints. Investigation of this case revealed user handling limitations that contributed to incorrect infusion set deployment or attachment, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors due to dexterity limitations.